Event description:
It was reported to philips that the system was unable to produce x-rays due to a low disk space alert. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the general surgery treatment was performed when the issue happened. The procedure was completed by moving patient to another room. The philips field service engineer (fse) visited onsite and confirmed the reported problem. To resolve the issue field service engineer (fse) performed recreate image store. After image store recreate was performed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.